Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was fractured. The ra lead also showed high, out of range impedances and failure to capture. A new lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.